Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 3.0, 136.0, and 137.5 cm from its proximal end. The pusher assembly was retracted approximately 24.0 cm proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed a kinked pusher assembly. If the pusher assembly is forcefully advanced against resistance, damage such as a kink may occur. When the mid-joint of the pusher assembly is aligned with the friction lock, the kink is just proximal to the introducer sheath. This indicates the friction lock may have contributed to the reported resistance. During the functional test, the smart coil was re-sheathed by the penumbra investigator. While advancing the returned smart coil through a demonstration microcatheter, resistance was encountered as the kinks in the pusher assembly was advanced through the demonstration microcatheter; however, the smart coil was advanced out of the distal tip of the demonstration microcatheter. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance while advancing the smart coil through the hub and reported that it would not advance into the non-penumbra microcatheter. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.